Event description:
It was reported that a pta balloon became caught on an iliac stent during the post dilatation. During removal, the pta balloon became entangled on the stent and the stent was withdrawn with the balloon out of the pt.

Manufacturer narrative:
The device lot number was not known, therefore, a review of the device history records could not be performed. The sample was discarded by the user facility, therefore, a sample evaluation could not be performed. The investigation is currently underway.